Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8870mmc01, serial# (B)(4), product type: software. Event description updated to reflect the information received on 2019-may-29. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-may-29 from the manufacturer's representative (rep). The software version for the 8870 software card that was in the patient's programmer when the pump was programmed to minimum rate was provided. It was also reported that some sort of overdose was suspected as being the cause of the patient's symptoms as, per the emergency room staff, the patient responded to narcan. According to the ER, the patient was receiving a high dose of opioid. It was confirmed that there was no device issue. The rep was not sure if a programming issue occurred as the rep did not have access to the records/last pump printout prior to the patient's admission to the ER. The patient's pump was stalled by the ER staff placing a magnet over the pump. The patient's pump was programmed to minimum rate and as a result the pump to an extended amount of time to recover. The exact time of recovery was unknown but recovery was confirmed. The patient's pump would be running at minimum rate when motor stall recovery occurred successfully. The patient's weight was unknown. The issue was considered resolved at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving hydromorphone 25 mg/ml for a total dose of 7.99 mg/day, clonidine 250 mcg/ml for a total dose of 79.96 mcg/day, and bupivacaine 0.9 mg/ml for a total dose of 0.287 mg/day via an implantable pump for non-malignant pain. It was reported the patient became diaphoretic and unresponsive approximately 2 days after their drug was changed. The patient was brought to the emergency room (ER) and narcan was given and the patient responded to that. At some point the patient programmed their own pump to minimum rate with an 8840 purchased off of (B)(6). The rep was asked to go to the ER and check the pump and it was at minimum rate and based on the programming session, it had approximately 4 hours left on the bridge bolus. It was unknown what the dose during the bridge was programmed too. Location of symptoms was other. It was noted as a sudden change in therapy/symptoms. Further information received indicated that the patient was at the physician's office now and the pump was saying it was stalled. It was noted that the patient programmed their pump to minimum rate at 4:30 and the pump stalled at 11am and has not recovered. It was noted the patient did not have a magnetic resonance imaging. It was noted it could take several hours for the pump to recover since it was in minimum rate. It was inquired about what might have caused the pump to stall. It was suggested and explained that it could have been an electromagnetic imaging (emi) source from the hospital or perhaps the patient placed the magnetic that comes with the 8840 over the pump and it to stall. It was indicated the software card was obtained from the patient, the patient's managing physician was aware of the situation, and they were calling to return the software card. The patient will follow up with hcp. Additional information received from a hcp indicated that they wanted to start the pump back at simple continuous, but the lowest simple continuous dose was more than they would like to deliver. The hcp inquired about filling with a different concentration and what the bridge bolus would be. It was explained the lowest dose would still be the same and that the medication would have to be aspirated through the catheter access port (cap). The hcp was going to contact rep for next steps. The event date was (B)(6) 2019. No further complications were reported/anticipated.